Event description:
The customer reported that the system intermittently failed to boot to a usable state and exhibited intermittent functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The c-arm cable and workstation cable were evaluated and replaced. An un-named workstation pcb assembly was reseated during the service event. The system was tested and found to be working as intended and returned to service.